Event description:
During photo selective vaporization of the prostate (pvp) the laser fiber tip broke off inside patient's prostate. The urology surgeons retrieved the broken tip and matched it with another laser fiber to ensure that all pieces were present and accounted for and that the length of all the pieces were appropriate.